Event description:
Customer reports non integration. The patient returned for a denture impression and hyper mobility of the lodi implant at site 30 was discovered and removed. The other 3 lodi implants integrated. An implant was placed again on (B)(6) 2019.